Event description:
The patient was wearing the omnipod 5 at the time of seeking medical attention due to high blood glucose (bg) levels, but this information was not gathered during the call. Medical attention was sought on (B)(6) 2025, with paramedics arriving in the evening. The patient experienced bg levels over 500 mg/dl, which did not decrease. No diagnosis was received at the time, but the medical professionals administered insulin to lower bg levels from 500 mg/dl to under 300 mg/dl. The patient reported no alarms or notifications from the omnipod 5 app and believed the pink slide on the pod had moved forward. The pod cannula was inserted correctly, with no insulin leakage, but there was redness at the pod site. Assistance included creating a follow-up task for cps callback and discussing pod site irritation issues. The patient has ongoing high bg levels, documented in previous cases, and paramedics were called during a sleeping study.

Manufacturer narrative:
Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g7. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.